Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured, the defib conductor was distorted, and blood/body fluid was found on the distal conductor (not obstructed). The outer tubing was kinked/buckled, and exhibited an environmental stress cracking (esc) breach/breach (non-electrical). The outer tubing overlay was melted and exhibited cosmetic esc. Blood was found in/on the helix/lobe mechanism, which also was distorted/bent, and tissue was found on the helix. The exposed defib coil was noted to have a white substance present.